Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed ¿system fault¿ and then powered off unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it unexpectedly powering off by itself (reboot) was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was no longer connected to the control board. Ventec reconnected the ift cable to the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated to the control board.